Manufacturer narrative:
The artix mechanical thrombectomy device (mt6) was returned to the manufacturer for evaluation with the broken stent pieces. The mt6 was observed under 20x magnification and found no damage on the struts or wire of the mt6 element. The damage to the patient's stents was likely caused by excessive force used during retracting of the mt6 through the long segmented stent. During retraction, the mt6 element was caught on the stent and then was resheathed back into the delivery catheter before removal of the device. The initial resistance during retraction most likely caused the broken pieces of the stent which were retrieved during reshaeathing. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following warning statements: "avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract, and collapse the self-expanding element into the catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2025, a 62-year-old male underwent arterial thrombectomy using inari devices. The patient had preexisting stents in the right superficial femoral and right popliteal arteries. During the thrombectomy, the artix mechanical thrombectomy device (mt6) was advanced inside a long segment stent and clot was removed. The next pass, the mt6 was advanced more distal through the long stented segment and when the device was removed from the patient, the mt6 became stuck on one of the pre-existing stents. The doctor resheathed the mt6 inside the stent and when the device was removed, it was noted two pieces of the stent were removed as well. The medical team used an artix ax aspiration catheter to complete the case. Stenting was done after the thrombectomy, and full flow was restored post thrombectomy.